Event description:
On (B)(6) 2009, the pt reported he has been receiving e4 (occlusion) errors on his insulin infusion device since yesterday. He was instructed to disconnect from his infusion headset and bolus 3 units of insulin through his tubing which went through without error. He was advised to change his headset and when he removed it, he discovered the cannula was bent. He stated his headset had been in use for 2 days and had "felt funny". He stated he manually inserts his headsets with a quick, straight motion. A complimentary infusion set insertion device was sent to the pt. The pt called back and stated he again received an e4. He was instructed to disconnect from his headset and bolus through the tubing which he successfully did. He was advised to change his headset again. He did so and stated the cannula was bent. He inserted a new headset and bolus 3.5 units of insulin without error. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.